Event description:
Physician was suturing during colpocleisis and while using 2-0 vicryl suture, the needle broke in half and was flung from sterile field. Unable to find part of needle on surgical field, drapes or on the floor with the magnet. Called x-ray for pelvic xray. This was performed and radiology called shortly after to confirm "no foreign body in the patient."